Manufacturer narrative:
(B)(4) if received damaged. Evaluation: method: other - lens work order search. Results: other - a visual inspection of the returned product found optic torn and haptic bent. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated they attempted to use a aq2010v three piece silicone lens. Noticed lens was torn prior to loading. There was no patient contact. Unknown if lens was received damaged or if lens was torn during handling prior to loading. Another same model and size lens was implanted.